Event description:
It was reported that there was high threshold. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead distal segment was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted. All conductors were stretched and had blood/body fluid (not obstructed.) The outer insulation was melted, had cosmetic metal ion oxidation (mio), cosmetic environmental stress cracking (esc); was breached cut and had cosmetic depression. The inner insulation was torn. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. Tissue was on the helix and the lead had apparent explant damage.